Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "he was getting out of the shower and he noticed his tubing had become disconnected from the cassette." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(6) medical co. Ltd.

Manufacturer narrative:
On (B)(6) 2022, infutronix confirmed with the end user that the tubing was pulled by the user while in the shower, which led to the disconnect of the tubing from the cassette. The reported issue was not confirmed.